Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. All operating currents were within specification. No unexpected low battery, failed battery, or off no power alarms were noted. However, a corroded battery tube was noted during visual inspection.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that the he received the replacement battery caps, but continues to get the failed battery test alarms. Advised the customer that the pump is out of warranty, and gave the customer his options. Advised that a continuation of therapy pump would be sent to him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed failed battery test. Customer's blood glucose was unknown. Troubleshooting was performed and the device didn't alarm again after a new battery was inserted. However, it was noted the device had an off no power alarm without any low battery indicator prior to alarm occurring. Troubleshooting was performed and customer was advised a new batter cap will be sent to eliminate issues with the batter cap. The alarm history showed multiple low battery, failed battery test, and bad battery alarms. Customer was advised to monitor the device and call back if issues persisted after receiving the new battery cap. The insulin pump is not returning for analysis.